Manufacturer narrative:
Review of the device history records for the tibial component and bone cement identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the tibial component or bone cement. Primary operative notes indicate that the knee was well balanced with good tracking. Patient visit notes dated (B)(6) 2013 indicate that x-rays showed well fixed, well aligned components. Patient visit notes dated (B)(6) 2014 indicate a possible fracture at the medial edge of the tibia and radiolucency. Operative notes from the revision surgery indicate that the tibial component was loose and was removed without difficulty. The indications for surgery state that the patient had sustained a fall and a potential lip fracture of the medial aspect of the tibia. Per the persona knee system package insert, loosening of the prosthetic knee components is a known risk of this procedure. The package insert also states that patient trauma can result in loosening, wear, and/or fracture of the implant. It appears that the loosening and possible tibial fracture were due to the noted patient fall.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 1822565-2015-01244. This report will be amended when our investigation is complete.

Event description:
It was reported that the after a fall the patient was revised due to pain and loosening.